Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 93 mg/dl at the time of incident. The customer reported failed battery has been occurring more frequently, occurred again and insulin pump did not turn on, customer reported that a new battery was just placed in pump. Failed battery occurred and insulin pump went black. Failed battery alarm recurred. Advised customer to discontinue use of the pump and revert to back up plan and treat per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump monitored for several days and no blank or black display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. No unexpected failed battery test alarm or battery out limit alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched case, cracked belt clip slot, scratched keypad overlay, missing end cap sticker and minor scratched lcd window.